Event description:
The reason for call was pt reported they were just checking in because they haven't talked to anybody for a while. Pt said they are not having problems with it, they've had several other health issues and had couple of 'surgeries' so they had to keep the device turned off because of that and pt said the device is working. Pt mentioned they can physically feel the ins on where it is and it 'touches' them a little bit like its 'sore'. Pt said they feel 'sore' in the implant site and when they sit down or stand up, they can feel it. Pt said it's not the wire the goes up to their back, it's the actual device and it feel like they have a 'bruise' but there's nothing in the ins area. Pt asked if the ins move sometimes. Agent reviewed information. Pt denied recent physical trauma and falls but pt said due to their health issues they had gain some weight. Pt mentioned they are going to their hematologist because their 'blood work' is abnormal. Pt also said they have 3 next surgery and they have 'disc degenerative disease'. Pt said their hcp sent them to one of their pain specialists in the patient's location.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.